Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va0guz2); product type: 0200-lead; implant date (B)(6) 2014; explant date (B)(6) 2025 brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2014; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s right lead and extension were scheduled for explant on (B)(6) 2025 due to impedance issues and an x-ray confirming a broken lead. Impedance testing on monopolar contacts 8-11 showed all values out of range. Diagnostics confirmed the broken lead. The replacement procedure will involve implanting a new lead and extension, which will be connected to the existing ins. No known environmental or external factors contributing to the issue were reported. The issue is expected to be resolved following the scheduled surgical intervention. Further information may be obtained from the healthcare professional after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative stated the issue was resolved following the replacement.